Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) procedure using an evis exera iii duodenovideoscope with a single use distal cover, the cap was not applied correctly. The cap was adjusted, and the procedure was started. The physician could not pass the scope into the stomach. The procedure was terminated. As the scope was being withdrawn (extubating), the patient experienced a 5-6 cm oropharynx mucosal tear (visualized with a glide-a-scope) said to be caused by the distal cover. The patient was admitted to the hospital and an ear/nose/throat (ent) physician was consulted. The patient required additional imaging. The patient was hospitalized for 6 days for observation/assessment of the tear. No surgery was performed to treat the tear. There were no abnormalities in the appearance of the scope/distal cover. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the single use disposable cover used in the case.

Manufacturer narrative:
This report is being submitted to provide information provided by the customer and investigation findings. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. Additionally, replication testing was performed on distal cover from a lot retained by the manufacturer and this verified that it conforms to the product specification. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. As part of the CAPA, replication testing has been conducted using a test scope with a distal cover attached and pig organ. Removal of the test scope from the pig organ was experimented under two parameters "distal cover with/without slight crack" and "suction activated/not activated to remove the scope". The test result shows that tissue is embedded in the distal cover after the scope is removed with suction activated, which is observed regardless of "distal cover with/without slight crack". More tissue is embedded when small crack is present on the distal cover and suction is activated during removal. This could cause more severe damage to tissue. When there is no crack on the distal cover and suction is not activated, no tissue is embedded in the distal cover. Conclusion: the definitive cause of the reported events could not be established. The device was not returned for evaluation, however based on investigation findings, the issue was not likely due to a manufacturing defects. The following are presumed to be the likely causes: user operates suction while distal end opening space was near the surface of mucosa, which causes the mucosa sucked into distal cover. When user tried to remove scope in this situation, the mucosa is damaged by the edge of the distal cover. 2) distal cover cracks at tear-off line due to inappropriate attachment of distal cover to scope. When pressing distal end to surface of mucosa in this situation, the mucosa gets caught in the cracked cover and damaged, even though suction is not operated. This report has been submitted by the importer on MDR report number 2951238-2022-00299.

Manufacturer narrative:
This report is being supplemented to provide the device manufacturer date (h4). Olympus will continue to monitor field performance for this device.